Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the physician experienced difficulties inserting the right ventricular (rv) df-4 terminal pin into the rv device header port. It appeared to get obstructed on the last spring coil. The physician confirmed that the setscrew was fully retracted; however, the terminal pin could not be fully advanced. Additionally, the physician experienced the same difficulties when one of the is-1 terminal pins were inserted into the rv device header port. The device was not implanted and another df-4 crt-d was connected without difficulties.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A similar df4 lead model was used to test lead-to-header insertion. The lead was able to be fully inserted into the rv df4 lead barrel of the device without any issues. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. During automated testing, if the df4 lead is under-inserted, the device would not pass the returned products test and the observations observed in the field would be expected. In this case, the device operated appropriately and functioned as expected during analysis.

Manufacturer narrative:
(B)(4). The device will undergo detailed analysis to determine root cause.